Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had black foreign matter in the prn when unit package was opened. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had black foreign matter in the prn when unit package was opened. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided, a black spot was located in the interior of the device. The batch record was reviewed, no related abnormalities were found. The most likely root cause for the origin of this abnormality is the hot runners that come into contact with the component during the molding process, resulting in a physical change at the localized point of contact. This is the first instance of this issue for this lot number however, bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system had black foreign matter in the prn when unit package was opened. There was no report of exposure, serious injury or medical intervention.